Event description:
3 out of 4 lumbar pedicle screw shanks in a one level construct broke post operatively due to non-fusion after almost 2 years. Original date of initial surgery was (B)(6) 2017. Patient had revision surgery and all broken screws were replaced. No harm nor injury to the patient was additionally reported. Part numbers of screws were not determined nor provided hence, part numbers of the broken screws could not be further provided. Observation of images points to loading conditions beyond construct's ability. Small diameter screws were used in the lower lumbar region despite the availability of larger diameter screws. Unknown pre-op image. Unknown immediate post-op image. No images were provided post-revision surgery. Shorter rods indicate rigid construct that are unforgiving. Unknown surgical technique. Unknown patient information. Overall cause of screw breakage is indeterminate. Loading forces were underestimated for the selected screw construct. Cause of non-fusion is indeterminate from the information that was provided.